Event description:
The foley catheter balloon would not deflate when attempting to remove it from the patient. Multiple attempts were made to deflate the balloon without success. Urology was consulted and had to attempt to deflate the balloon but met with resistance each time. Finally, on 3rd attempt, they were able to release the balloon. FDA safety report ID# (B)(4).